Event description:
The customer stated that when he opened upt a new carton of test strips, he found loose strips at the bottom of the carton. He puts those test strips back in the bottle. He performed 2 control tests while troubleshooting, and received results of 179 and 185 mg/dl. The normal control range is 93-129 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.